Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin pump went into threshold suspend mode due to inaccurate sensor glucose readings. The blood glucose reading was over 200 mg/dl, compared with the sensor glucose reading of 61 mg/dl. The threshold suspend limit was set at 70 mg/dl. Advised that the sensor would be replaced, and recommended proper calibration procedures. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.please see medwatch report # 2032227-2014-40917.